Event description:
Erratic blood glucose readings. She received a reading of 30 mg/dl and then a reading of 185 mg/dl. On another occasion she received a reading of 48 mg/dl dl and then a reading of 187 mg/dl. The customer did not medicate or allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.